Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. Visual analysis of the returned balloon had a fluid leak. A microscopic and leakage test was performed and it was identified to have a pin hole and wear from fatigue between the shell and adapter junction. The reported event of urinary incontinence is a potential adverse event associated with the procedure of implanting an aus and is listed within the product risk documentation. Therefore, based on this investigation, the conclusion code of cause traced to component failure was chosen.

Event description:
It was reported that the balloon of this artificial urinary sphincter was leaking, resulting in recurring incontinence. The device was explanted and replaced. No further patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, the returned artificial urinary sphincter (aus) components underwent a thorough analysis. Both cylinders were returned and was found to have a wear at a fold in the proximal end, middle and distal end of the cylinder. During a microscopic analysis, the flat reservoir had a leak at the two holes from a sharp instrument damage. The reported event of urinary incontinence is a potential adverse event associated with the procedure of implanting an aus and is listed within the product risk documentation. Therefore, based on this investigation, the conclusion code of known inherent risk of device was chosen.

Event description:
It was reported that the balloon of this artificial urinary sphincter was leaking, resulting in recurring incontinence. The device was explanted and replaced. No further patient complications were reported.

Event description:
It was reported that the balloon of this artificial urinary sphincter was leaking, resulting in recurring incontinence. The device was explanted and replaced. No further patient complications were reported.